Manufacturer narrative:
The investigation into the difficulty inserting/removing introducer issue has been completed since the original report was filed. The product was not returned for investigation. Per the clinical information, the root cause of the introducer damage mechanical issue was an introducer sheath kink caused due to patient's small/ diseased vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 85-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during scheduled impella cp delivery, two used introducers kinked due to the patient's anatomy with one resulting in a crack. As a result of the noted issue, the decision was made to abort the implant. There was no patient harm.